Event description:
Additional information received indicated the atrial leadless pacemaker (lp) dislodged to the left pulmonary artery on chest x-ray. The lp was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the atrial leadless pacemaker (lp) dislodged. No changes or interventions were reported. The patient condition was unknown.